Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try different charging solutions, and the pump began charging after using a different wall adapter with a non-tandem charging cable. Technical support will send a replacement tandem charging cable, and the caller was informed not to use third-party charging supplies unless instructed for troubleshooting.